Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and pauses. It was noted that the right ventricular (rv) lead and right atrial (ra) lead exhibited undersensing, decreasing impedance and possible insulation defect. It was also reported that the rv lead exhibited increasing thresholds, high number of the sensing integrity counter (sic) episodes and ra lead exhibited oversensing. Rv lead was capped and replaced and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.